Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer answered the following: was the device reprocessed prior to being sent in for repair or without reprocessing due to failure on the device? Yes what was the foreign material? Not identifiable. Does the user inspect the device for any abnormalities before using it? Yes.has this device been used on a patient with foreign material? Usage is possible with foreign material traces in device. Does the customer follow reprocessing steps as per instructions for use (IFU)? Yes. Was the start of precleaning delayed after the procedure? Yes. Does the customer flushed water and air to the air/water (aw) channel by using aw channel cleaning adapter (mh-948) or other equipment? Yes. Was there any effect from other products/ reprocessing accessories/ aer(automated endoscope reprocessors)/ewd(endoscope washer disinfector) involved on the event? Yes, suspectedly the use of non-compatible usage of detergent for cleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained in aw nozzle and the c-cover (plastic distal end cover) was dirty due to reprocessing deviation from IFU. It was observed that the cds (cleaning, disinfection and sterilization) staff was not using correct or recommended detergent solution. The event can be prevented by following the instructions for use (IFU): "IFU: gif-q150, cf-q150l/I operation manual chapter 3 preparation and inspection shows how to detect the events. IFU: gif-q150, cf-q150l/I reprocessing manual 3.3 precleaning¿3.5 manual cleaning shows how to prevent the events." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition, evaluation found the complaint was confirmed and the bending angle in the up/down and right/left direction and the play of the up/down knob did not meet standard value due to wear of the angle wire. Also, evaluation found the objective lens was chipped, the objective and light guide lenses adhesive was worn, the light guide lens was chipped, the scope cover was dented, the bending section cover adhesive was detached, the bending section cover was discolored, the image guide protector was shaved, the forceps channel port was dented, the universal cord was discolored, the guide pin of the electrical connector was missing, the image had black dots due to damage on the charged coupled device unit, the water removal ability did not meet standard value due to clogging of the nozzle, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the angulation of the gastrointestinal videoscope was reduced in the up/down knob. The customer noted the image was ok. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material and the scope cover was dirty. The foreign material was a yellowish brown in color, but unknown what it was made out of. The report is being submitted due to foreign material in the scope found during evaluation.